Event description:
Summary: based on complaint report or investigated failure mode, there was potential for an alteration in staining. Customer complaint record reported the event as follows: probe leakage. No direct or indirect patient harm or user harm have been reported.